Event description:
Philips received a complaint on the defibrillator indicating that the device prompted message of low battery level. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporting institution name: (B)(6) hospital. Reporting address line 1: (B)(6). Reporter city: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The philips authorized service provider (asp) evaluated the device on site and it was determined this was a malfunction of the battery. The customer ordered a replacement battery from a third party, which resolved the reported issue. The device remains at the customer site and no further evaluation is warranted at this time.